Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), urticaria ("rashes or skin conditions type: hives"), abdominal distension ("gastrointestinal or digestive system condition type: abdominal swelling"), autoimmune disorder ("autoimmune"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nervous system disorder ("neuro condit/prob"), eczema ("rashes or skin conditions type: excema"), genital pain ("girl parts hurt"), renal pain ("kidneys hurt"), diarrhoea ("chronic diarrhoea"), neuropathy peripheral ("peripheral neuropathy"), poor quality sleep ("havent had a good sleep"), fibromyalgia ("fibromyalgia") and pain ("hurts when I walk and sit") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, urticaria, abdominal distension, autoimmune disorder, psychological trauma, bladder disorder and eczema outcome was unknown and the fatigue, gastrointestinal disorder, alopecia, nervous system disorder and weight increased had resolved. The reporter considered abdominal distension, alopecia, autoimmune disorder, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, eczema, fatigue, fibromyalgia, gastrointestinal disorder, genital pain, nervous system disorder, neuropathy peripheral, pain, pelvic pain, poor quality sleep, psychological trauma, renal pain, urticaria and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure and confirmation test of essure was done on same date((B)(4)2007). Discrepancy noted in essure removal - hysterectomy date reported in the previous version, while in the current version it states that essure has not been removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(4)2007: essure confirmation test(s) (unspecified): result: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(4)2020: social media content received : new reporter added,renal pain and kidney pain and hurts when I walk or sit were added, action taken with drug changed. On (B)(4)2020: social media content received : new reporter added, events : fibromylagia, bad sleep, peripherial neuropathy, diarrhoea were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), urticaria ("rashes or skin conditions type: hives"), abdominal distension ("gastrointestinal or digestive system condition type: abdominal swelling"), autoimmune disorder ("autoimmune"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nervous system disorder ("neuro condit/prob"), eczema ("rashes or skin conditions type: excema"), genital pain ("girl parts hurt"), renal pain ("kidneys hurt"), diarrhoea ("chronic diarrhoea"), neuropathy peripheral ("peripheral neuropathy"), poor quality sleep ("havent had a good sleep"), fibromyalgia ("fibromyalgia") and pain ("hurts when I walk and sit") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy w/bilateral salpingectomy,). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, urticaria, abdominal distension, autoimmune disorder, psychological trauma, bladder disorder and eczema outcome was unknown and the fatigue, gastrointestinal disorder, alopecia, nervous system disorder and weight increased had resolved. The reporter considered abdominal distension, alopecia, autoimmune disorder, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, eczema, fatigue, fibromyalgia, gastrointestinal disorder, genital pain, nervous system disorder, neuropathy peripheral, pain, pelvic pain, poor quality sleep, psychological trauma, renal pain, urticaria and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure and confirmation test of essure was done on same date ((B)(6) 2007). Discrepancy noted in essure removal - hysterectomy date reported in the previous version, while in the current version it states that essure has not been removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2021: medical record received. Removal details updated. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), urticaria ("rashes or skin conditions type: hives"), abdominal distension ("gastrointestinal or digestive system condition type: abdominal swelling"), autoimmune disorder ("autoimmune"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nervous system disorder ("neuro condit/prob"), eczema ("rashes or skin conditions type: excema"), genital pain ("girl parts hurt"), renal pain ("kidneys hurt"), diarrhoea ("chronic diarrhoea"), neuropathy peripheral ("peripheral neuropathy"), poor quality sleep ("havent had a good sleep"), fibromyalgia ("fibromyalgia") and pain ("hurts when I walk and sit") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy w/bilateral salpingectomy,). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, urticaria, abdominal distension, autoimmune disorder, psychological trauma, bladder disorder and eczema outcome was unknown and the fatigue, gastrointestinal disorder, alopecia, nervous system disorder and weight increased had resolved. The reporter considered abdominal distension, alopecia, autoimmune disorder, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, eczema, fatigue, fibromyalgia, gastrointestinal disorder, genital pain, nervous system disorder, neuropathy peripheral, pain, pelvic pain, poor quality sleep, psychological trauma, renal pain, urticaria and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure and confirmation test of essure was done on same date((B)(6) 2007). Discrepancy noted in essure removal - hysterectomy date reported in the previous version, while in the current version it states that essure has not been removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified): result: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and autoimmune disorder ('autoimmune') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and nervous system disorder ("neuro condit/prob") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2019, hyst. (Full)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal, autoimmune disorder, psychological trauma and bladder disorder outcome was unknown and the fatigue, gastrointestinal disorder, alopecia, nervous system disorder and weight increased had resolved. The reporter considered alopecia, autoimmune disorder, bladder disorder, fatigue, gastrointestinal disorder, medical device removal, nervous system disorder, psychological trauma and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure and confirmation test of essure was done on same date ((B)(6) 2007). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: autoimmune, psych injury, bladder problems, medical device removal,fatigue, gi conditions, hair loss, nuero condit/problems, weight gain. Event outcome was added for the events: fatigue, gi conditions, hair loss, nuero condit/problems, weight gain. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), urticaria ("rashes or skin conditions type: hives"), abdominal distension ("gastrointestinal or digestive system condition type: abdominal swelling"), autoimmune disorder ("autoimmune"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nervous system disorder ("neuro condit/prob") and eczema ("rashes or skin conditions type: excema") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, urticaria, abdominal distension, autoimmune disorder, psychological trauma, bladder disorder and eczema outcome was unknown and the fatigue, gastrointestinal disorder, alopecia, nervous system disorder and weight increased had resolved. The reporter considered abdominal distension, alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, dyspareunia, eczema, fatigue, gastrointestinal disorder, nervous system disorder, pelvic pain, psychological trauma, urticaria and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure and confirmation test of essure was done on same date((B)(6) 2007). Discrepancy noted in essure removal - hysterectomy date reported in the previous version, while in the current version it states that essure has not been removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received : event of medical device removal updated with pelvic pain. Events added- rashes or skin conditions type: eczema, hives, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: abdominal swelling. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.